Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not turn on. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is a correction of previously provided failure analysis result, which is actually about another wrong returned part. Please see below corrected failure analysis result. This pca was returned "it does not turn on". This was loosely verified in lab testing. The pca failed for a video on boot loop. The boot loop went away when the display data cable was connected, but had no video this pca ¿ pca undetermined.

Manufacturer narrative:
This follow up emdr is submitted to address the investigation update after device was returned. Update: therapy pca was returned to failure analysis lab for further tests. The reported malfunction was not verified in lab testing. Therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. Data generated by this investigation will be logged for trending analysis.

Manufacturer narrative:
This follow up emdr is submitted to address the investigation update after another part of dfm100 assy processor was returned. Update: dfm100 assy processor was returned "it does not turn on". This was not verified in lab testing. The pca passed all tests during op check and general testing. This pca ¿ no trouble found. Data generated by this investigation will be logged for trending analysis.